Event description:
Complainant alleged that during the incoming inspection of the device, it would not power up in either ac or battery modes. The complainant indicated that there was no pt involvement in the reported malfunction.